Event description:
The customer reported obtaining erroneously low sodium (na), potassium (k), and/or chloride (cl) results for 14 patient samples involving a unicel dxc 800 synchron system. The customer indicated that the erroneous results were reported out of the laboratory. The customer stated that when the issue was noticed, the samples were repeated on an alternate dxc analyzer and reports amended. There was no affect or change to patient treatment in connection with this event. The customer provided results for 17 patient samples but data analysis indicated that only results for 14 patient samples were erroneous. Quality control (qc) prior to the event was within the laboratory's established ranges but recovered low after the event. The instrument was recalibrated and qc recoveries were back to normal. Beckman coulter field service engineer (fse) noted precipitation in the chloride port and proceeded to clean the flowcell. The fse replaced both the na reference and measuring electrodes and repair was verified per established procedures. Failure mode is attributed to either one or both of the na electrodes.